Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. Surgical intervention took place wherein the ipg was moved from the right flank to the left flank and electively replaced.

Event description:
Additional information received indicates the pain has resolved.